Event description:
Boston scientific received information that this implantable cardioverter defibrillator's (ICD) v-tachy mode was set to a value other than monitor plus therapy. A boston scientific technical services (ts) representative discussed with a physician that with the device set to this mode, it will not provide tachy therapy. Additional information indicated that a field representative had no information obtained from the physician other than the patient being non-compliant. All available information indicates this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.